Event description:
The customer reported an unspecified power issue. It was later clarified the ac indicator was not lit when the ac power cord was plugged in. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported an unspecified power issue. It was later clarified, the ac indicator was not lit when the ac power cord was plugged in. There was no patient involvement. The device was evaluated by a philips fse, the symptom was duplicated. The power supply was replaced to resolve the issue. The device passed all testing and was returned to service.